Event description:
Caller reported pump malfunction, identified with malf 12 code, with no notable events prior. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.